Event description:
It was reported that the right ventricular (rv) lead had a warning and polarity switch. During check the rv lead unipolar impedance was 266 to 408 ohms. Also the right atrial (ra) lead had a warning for low impedance and the measurement was 211 ohms. It was noted that both leads had thresholds of less than 1 volt. The rv and ra leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4524-53 implantable pacing lead 1994 (B)(6). (B)(4).